Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30, cartridge change error and cartridge leaking issues were verified while based on the analysis, the alleged cart: installation/removal issue could not be verified.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. It was also reported that the cartridge was leaking from the o-ring. Lastly, it was reported that a cartridge did not fit onto the pump. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.